Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 600 mg/dl. Customer reported taking the insulin pump off to go swimming and to take a bath. Customer was advised by their doctor that they may have had the insulin pump off for too long. Customer also mentioned that she ended up having a surgery unrelated to diabetes. Customer's current blood glucose reading is 130 mg/dl. No further information reported.